Manufacturer narrative:
(B)(4). The reported complaint that the "balloon had a tightly furled distal third that could not unwrap" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
Reported via medwatch #mw5118511. It was reported that when the iab was removed, it had "a tightly furled distal third that could not unwrap. Prior to removal from the package, the iab instructions are to pull negative on the iab. This was done in the procedure". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Medwatch #mw5118511.

Event description:
Reported via medwatch #mw5118511. It was reported that when the iab was removed, it had "a tightly furled distal third that could not unwrap. Prior to removal from the package, the iab instructions are to pull negative on the iab. This was done in the procedure". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.